Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Review of the photographs provided confirmed use of the pin, as there were blood stains on the flutes. Review also confirmed the tip of the pin to be fractured. The device history records were reviewed for deviations and anomalies with no deviations and / anomalies found. The root cause cannot be determined with the information available. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tibial pin fractured into the patient and cement mantle. The pin was not able to be removed as the surgeon did not want to risk causing trauma to remove it. The surgeon thinks that the pin most likely was damaged on impact of the tibial broach. There is no additional information available.